Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 107) has been confirmed. Upon investigation the monitor did not pass incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was experiencing a service code 107.